Event description:
It was reported that the customer's act button on the insulin pump was not working and unresponsive. The customer further stated that, when inserting the battery into the insulin pump, the customer's battery would not go straight in. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.